Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A pericardial effusion (pe) occurred and the procedure was cancelled. It was reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (a fib) ablation. During the procedure, it was mentioned that after completing transseptal puncture, a pe was noted. A pericardial drain was used to manage the effusion, along with 100mg of protamine. Procedure was cancelled and the patient was admitted to the hospital beyond standard of care and has been discharged later. The device is expected to be returned for analysis. Mapping with a non-boston scientific octaray catheter felt difficult. The physician does not believe the versacross rf wire or dilator malfunction during the procedure and does not believe the dilator contributed to the adverse event but stated that the complication may have happened during transeptal puncture.